Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psychological injuries"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (hysterectomy-full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, rash, skin disorder, psychological trauma, vaginal discharge, vaginal infection, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine and headache outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for- dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received- event injury to herself updated with new events pelvic pain female, abdominal pain, dyspareunia(painful sexual intercourse), back pain, menorrhagia(heavy menstrual bleeding), rash, skin condition, psychological injuries, vaginal discharge, vaginal infection, urinary tract disorder, bladder disorder, fatigue, hair loss, migraines and headache were added. Patient demography added. Updated suspected drug indication. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.